Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25129053,25128906 and 25128906 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester reached a large caliber branch near groin during harvest. Only 6 to 12 cuts had been performed. Harvester attempted to transect large caliber branch. Branch transected very quickly but did not seal. Significant bleeding occurred obscuring vision. User changed out power supply as initial attempt to manage situation. Significant bleeding occurred while attempting to spot cautery. Unclear if power delivery was as effective as desired. User converted to bridging because of lack of visualization. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information received 12/9/2016: the hospital reported that the scope wash was not the issue, it was the hemostasis on the transaction of a large vessel, and the leg was opened in the area of the bleeding to control.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester reached a large caliber branch near groin during harvest. Only 6 to 12 cuts had been performed. Harvester attempted to transect large caliber branch. Branch transected very quickly but did not seal. Significant bleeding occurred obscuring vision. User changed out power supply as initial attempt to manage situation. Significant bleeding occurred while attempting to spot cautery. Unclear if power delivery was as effective as desired. User converted to bridging because of lack of visualization. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information received 12/9/2016: the hospital reported that the scope wash was not the issue, it was the hemostasis on the transaction of a large vessel, and the leg was opened in the area of the bleeding to control.